Event description:
It was reported that the patient woke up and felt hip was unstable. She went to the ER where they reduced her dislocation. After closed reduction there was leg length difference so x-ray was taken. Surgeon decided to admit patient and operate to reduce hip. X3 poly for mdm and 28mm ctaper +5 head were taken out and new implants were put in.

Manufacturer narrative:
The patient is (B)(6) an event regarding dislocation involving an adm liner and a metal head was reported. The event was confirmed. Visual inspection: scratching and indentations are noted on the articulating surface, most likely due to in-vivo service and explantation damage. There is small dent present on the rim of the insert, located underneath the lot ID. This would be consistent with contact with the femoral stem in-vivo and the reported dislocation. Medical records received and evaluation: a review of the provided information by a clinical consultant determined that the event was confirmed and the root cause most likely related to shell mal-positioning. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Clinician review: a review of the provided information by a clinical consultant indicated that: radiology confirms the intra-prosthetic dislocation, evident after remaining eccentricity of the femoral head in the cup liner after attempt at closed reduction of the dislocation. Cup has low normal inclination angle in combination with absent anteversion. No explants are available for analysis. The root cause of this pi case is predominantly procedure-related regarding cup position with low or absent anteversion that will predispose to dislocation with more extreme range of movement in the hip and revision status of the index arthroplasty leaving a lax capsular structure around the hip further predisposing to dislocation. Conclusions: the exact cause of the event was most likely related to mal-positioning of the shell. Further information such as device details for the reported shell, return of the reported shell, operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient woke up and felt hip was unstable. She went to the ER where they reduced her dislocation. After closed reduction there was leg length difference so x-ray was taken. Surgeon decided to admit patient and operate to reduce hip. X3 poly for mdm and 28mm ctaper +5 head were taken out and new implants were put in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.